Manufacturer narrative:
(B)(4). Results: (stent graft misplacement), (image intensifier failed and had to be repaired during the procedure). Conclusion: (image intensifier failed and had to be repaired during the procedure).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9 cm abdominal aortic aneurysm on (B)(6) 2011. Vessel morphology was reported as the aortic neck had no calcification or thrombus and the iliac vessels had unremarkable tortuosity and calcification. It was reported that the endurant bifurcated stent graft was delivered, and the first two stents were deployed. During the deployment, the image intensifier failed. The delivery system and partially-deployed graft were held in the same position for 30 minutes, while the image intensifier was repaired. Because the device is hydrophilic and as there was no wall fixation of the graft, there was some concern that the graft may have moved from its intended landing zone. Once the imaging was restored, the deployment was finished. No endoleak or unintended movement was confirmed; however, an unplanned 25 mm endurant aortic cuff was added proximally. There were good seals, and the case was completed. No clinical sequelae were reported and the patient is fine.